Manufacturer narrative:
H.6. Investigation summary. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of leakage at catheter junction with lot #9035541 regarding item #383531. The lot number was built / packaged on nfa line 2 from (B)(6) 2019 ,(B)(6) 2019 for a quantity of (B)(4) units. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed qn (B)(4) for air-water leak failure was initiated during production could be related disposition, root cause and corrective actions were applied per control plan. Conclusion: no physical samples were not received for testing and evaluation; one drawing was submitted for evaluation of this incident. The drawing displayed a nexiva unit with the extension with an attached y adapter. There is a red arrow pointing where the catheter tubing enters port of the wing adapter. The defect leakage at catheter junction; could not be identified or confirmed, and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing. H3 other text : see h.10.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system leaked during use. Product reportedly entered the vein, but also leaked outside the device, and a new catheter had to be inserted for the infusion. The following information was provided by the initial reporter, translated from french to english: "catheter pierced: leakage. The product went into the vein but also outside the device due to this defect. We had to remove the device and to make another infusion. Pain and stress increased."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system leaked during use. Product reportedly entered the vein, but also leaked outside the device, and a new catheter had to be inserted for the infusion. The following information was provided by the initial reporter, translated from french to english: "catheter pierced: leakage. The product went into the vein but also outside the device due to this defect. We had to remove the device and to make another infusion. Pain and stress increased."